Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. According to the patient¿s parent, on (B)(6) 2025, the patient had a hypoglycemic event and a seizure, while the cgm reading were high. The patient was treated by the school nurse with a nasal glucagon spray. When a fingerstick was taken, the cgm was reading 190 mg/dl, and the blood glucose reading was 90 mg/dl. The patient was sent to the emergency room where they spent 2 hours for observation. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator prior to treatment. The reported glucose values fall within the c zone of the parkes error grid after treatment. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.